Event description:
The customer reports that the concerto stretcher was found broken at the screws location. Customer complained about the quality of the durability fo the device. There was no pt involved; the defect was found during a routine check by the user.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR arjohuntleigh, a branch of arjo limited (B)(4) (registration #3003984900). An arjohuntleigh sales rep, who is from the manufacturer's sales and service unit subsidiary division and not a direct employee of the MFR, visited the customer and described the stretcher breakage. There was another concerto at the facility with damage in the same area that was reported under medwatch #9611530-2012-00027. Additional info will be provided following the conclusion of the manufacturer's investigation.